Manufacturer narrative:
Date of event and therapy dates are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02336. It was reported that the patient experienced loss of stimulation after a fall. Reportedly, the leads were broken. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads addressing the issue. Therapy was restored post operatively.

Manufacturer narrative:
The reported event of loss of stimulation was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo at proximal end.